Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the orange valve separated from the sheath. Coming out of the packaging the hemostatic valve on the vizigo¿ sheath was broken and unable to use. The orange valve separated from the vizigo¿sheath. The hemostatic valve/brim cap/hub became detached from the sheath. The sheath was being used on the patient. Air did not enter the patient¿s body. The issue did not require percutaneous or surgical removal. Patient hemodynamics were not compromised due to bleeding; therefore, no medical intervention was required. The vizigo¿ sheath was replaced and the issue was resolved and the case continued. No adverse patient consequence was reported.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device evaluation was completed on (B)(6)2022. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the orange valve separated from the sheath. Coming out of the packaging the hemostatic valve on the vizigo¿ sheath was broken and unable to use. The orange valve separated from the vizigo¿sheath. The hemostatic valve/brim cap/hub became detached from the sheath. The sheath was being used on the patient. Air did not enter the patient¿s body. The issue did not require percutaneous or surgical removal. Patient hemodynamics were not compromised due to bleeding; therefore, no medical intervention was required. The vizigo¿ sheath was replaced and the issue was resolved and the case continued. No adverse patient consequence was reported. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation. Bwi conducted a visual inspection and an evaluation of the backpressure test of the vizigo¿ sheath. Visual analysis of the returned product revealed that no damage or anomalies were observed on the vizigo¿ sheath. Per the event, flow and pressure tests were performed, in accordance with bwi procedures, and no issues were observed. Values were observed within specifications. A device history record (DHR) review was performed for the finished device 50000061 number, and no internal actions related to the complaint were found during the review. Based on the DHR, the h4. Device manufacture date has been updated. No malfunction was observed during the product analysis. The instructions for use contain the following recommendations: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Flush and maintain continuous saline. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)